Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level; however, a specific bg was not provided. Manual insulin injections were administered to address bg level. The customer reverted to an alternate method of insulin therapy.